Manufacturer narrative:
The investigation for the reported purge leaks has been completed. The device was returned for evaluation. The catheter was analyzed to observe the location of the purge leak. The purge leak was found in the purge tubing near the motor housing. The cause of the pump purge leak was damaged purge tubing near the motor housing. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 39yo female was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart and kidney transplant. It was reported that there was a leak from both the pump and purge cassette during support. The cassette was replaced, however, the catheter continued to leak. No harm to the patient and support was able to proceed. There was no patient harm reported.